Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb assembly and completed other unrelated repairs. After observing proper device operation, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and verified the reported issue; however, further component cause could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon further evaluation, physio-control observed that the device continuously rebooted by itself. As a result, defibrillation would not be possible if it were necessary.